Event description:
It was reported by the customer that the device failed to deliver defibrillation therapy while in use on a cardiac arrest patient. There were no adverse effects to the patient reported as a result of device use.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The cause was determined the be due to a connector, designator j22, on the therapy pcb, which was not fully connected. This would cause a failure of the device to deliver therapy. The connector was reseated and it was ensured that it was locked in place. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.